Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported that the paramedics were called due to the customer's blood glucose readings going low on their way to a check up. Spouse stated that the possible cause of the low may be that the customer was sick. Spouse also stated that the customer was at his health care provider's office when the paramedics were called. Customer's blood glucose reading at the time of the medical intervention was 19 mg/dl. Customer was treated at the office and then released. No further information reported.